Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of alteplase 4mg diluted in 30ml of normal saline programmed at a rate of 55ml/hr the device had a "checking line" alarm followed by occlusion alarm. It was reported that the intravenous (IV) was primed with diluted tpa/saline per the policy, the IV pole was as high as possible, pc unit was at heart level to the patient, and the infusion was connected to the venous chamber of the dialysis machine. Due to the alarm, the patient did not receive the medication and dialysis was given at suboptimal blood pump speed. It was also reported that the nurse was able to replicate the event with normal saline using the same lot number tubing set, pc unit, and pump. The tubing set line was "crimped" entirely or pushed on the end of the line with active pressure to make the device alarm. The nurse also followed the steps to change the pressure setting but the option on the screen is greyed out. Although requested, no additional information was provided.